Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported "error 345" which was not reproduced. A review of the event history log identified "system error 345" messages. The cause was determined to be the upstream sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete.  Evaluation included a visual assessment as well as functional testing.   Evaluation observed a downstream occlusion while calibrating the ultrasonic sensor. The downstream tubing guide was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.